Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
It was reported that the ventilator has had an intermittent blower temperature high error code. There was no patient involvement. The service engineer (se) inspected the device. The se found the high temperature blower error as well as low priority alarms. The se noticed the filters filled with dust when they were removed from the unit. The se stated that the blower high temperature alarm was due to the dirty filters. The se replaced the filters on the ventilator and the unit was ran for 24 hours with no issues. The se performed preventative maintenance on the unit and it was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.